Manufacturer narrative:
Injector lot number search; cartridge lot number search; foam tip plunger lot number search. An injector lot number search was performed and twelve similar complaints found. A cartridge lot number search was performed and one similar complaint found. A foam tip plunger lot number search was performed and one similar complaint found.

Event description:
The reporter stated the surgeon attempted to insert a competitor's lens but the lens became stuck inside the msi-pf injector. An mtc-60c fp cartridge and a foam tip plunger were also used. Additional info has been requested, but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be sent.